Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise as a result of air entrapment. The s-ICD began to charge, however, to inappropriate therapy was delivered. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.